Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." Additionally the tissue pad was found to be partially melted. No pieces were missing. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. According to the IFU the following precautions should be followed: "care should be taken not to apply pressure between the instrument's blade and tissue pad without having tissue between them. This can result in possible damage to the instrument." The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
During an unknown procedure, the device did not function. Not noted how case completed. No patient consequence noted.